Event description:
It was reported that the atrial lead had high capture thresholds. On x-ray there was minimal slack and it was thought that the high threshold was due to poor atrial tissue contact. The patient was also noted to have total venous occlusion of the left vasculature. The lead was lazer extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.